Manufacturer narrative:
Manufacturing site:(B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that this incident was not related to the device itself. It was related to the lesion condition. The patient was being fine. The returned catheter had its tip separated. On the remaining tip surface, longitudinal deep scratch marks which were assumed to be caused by contact with calcium were observed. Circumferential cracks on the tip surface proximal to the tip separation site suggested that the tip was pulled when it became separated. Based on the above findings, it was concluded that the tip separated at approximately 2mm from the tip end where the border between tip polymer and underlying braids lay. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that pulling stress exceeding the product design limit might be inadvertently applied while the catheter tip was caught by sharp calcium in the lesion, leading the tip to be stretched and eventually torn off. There was no indication of product deficiency. Instructions for use states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, - [malfunctions] separation.

Event description:
During a pci to treat a heavily calcified 90% stenosis in the rca #1 and #2, a 0.014 inch guide wire and the subject microcatheter was delivered to the lesion. The guide wire was able to cross; however, the catheter could not cross the lesion in the rca #1. The physician removed the catheter and found the catheter tip became separated. To retrieve the separated catheter tip, a small-diameter balloon was delivered. The balloon was inflated to release the separated tip from the lesion although it could not retrieve. Another attempt was made to retrieve; however, it went unsuccessful. During the attempt, the guide wire came out of the lesion, and it made the separated tip to flow into an atrial branch. The physician determined that it was difficult to retrieve and left the separated tip as is. The procedure was resumed with another catheter. Ablation was implemented, a stent was deployed, and the procedure was completed with reestablished blood flow.